Event description:
During an l5-s1 lumbar fusion procedure, upon the final tightening on the screw, a couple of the tines from the stardrive screwdriver broke off. They were able to get a back up instrument to complete the procedure which only took 5 mins. There were no fragments left in the patient.

Manufacturer narrative:
Subject instrument 03.632.072, t25 stardrive shaft, lot 6543878, passed all dimensional inspections and certification testing. This includes testing for material type and hardness specifications. No ncrs were issued during manufacturing. The investigation could not be completed, no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Evaluation made by product development concluded: the driver has several chipped lobes at the tip due to excessive torque applied at the lobe tips. It still engages the drive recess of a corresponding screw. The driver may have not been fully engaged in the screw recess when the lobes chipped off. In addition, it is not stated as to whether or not the torque limiting handle was used during the final tightening and therefore the torque applied is unknown. The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
Device used for treatment, not diagnosis.

Manufacturer narrative:
(B)(4): investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. (B)(4): placeholder.